Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. Before use on the patient, it was reported that it was not possible to read the qr code on the suture packaging. It was noted that the problem was not with the reader, but in the quality of printing the qr code. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-07956, 2210968-2022-07962, 2210968-2022-07965, 2210968-2022-07966, 2210968-2022-07967, 2210968-2022-07971, 2210968-2022-07947, 2210968-2022-07948, 2210968-2022-07949, 2210968-2022-07950, 2210968-2022-07981, 2210968-2022-07982, 2210968-2022-07984, 2210968-2022-07985, 2210968-2022-07986, 2210968-2022-07987, 2210968-2022-07988, 2210968-2022-07989, 2210968-2022-07990, 2210968-2022-07991.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned h6 component code: c22 - photo analysis additional information was requested, the following was obtained: code j603h correct lot: sbmcud h3 investigational summary ¿ photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photograph shows a sealed foil package with product code j353h. The image is not clear to determine the reported condition. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Related reports: 2210968-2022-07956, 2210968-2022-07962, 2210968-2022-07965, 2210968-2022-07966, 2210968-2022-07967, 2210968-2022-07971, 2210968-2022-07947, 2210968-2022-07948, 2210968-2022-07949, 2210968-2022-07950, 2210968-2022-07981, 2210968-2022-07982, 2210968-2022-07984, 2210968-2022-07985, 2210968-2022-07986, 2210968-2022-07987, 2210968-2022-07988, 2210968-2022-07989, 2210968-2022-07990, 2210968-2022-07991.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/4/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: lot numbers for: cf810t- lot ar7893. Sxpp1b410- lot rpbaph. Sxpp1b405-lot rmbeba. J571g- lot ar2693. Xyj303h- lot ar0401. Sxpp1b415- lot rkbadj. J603h- lot 5bmcvd. Xyj341h - lot ap5547. Sxpp1b420- lot sabddl. Xyj544g- lot ap4710. Sxpp1b450- lot rmbbeb. Xyj375h- lot- ar4188. Sxmp1b409- lot- rlbjaq. Z316h- lot- rlmadt. J353h.un- lot - ar8573 . Device return status? Not available.. The following additional information was requested: please confirm the lot for product code xyj303h is ar0401. Please confirm the lot for product code j603h. 5bmcvd is not a valid lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-07965, 2210968-2022-07966, 2210968-2022-07967, 2210968-2022-07971, 2210968-2022-07950, 2210968-2022-07981, 2210968-2022-07982, 2210968-2022-07985, 2210968-2022-07986, 2210968-2022-07987, 2210968-2022-07988, 2210968-2022-07989, 2210968-2022-07990, 2210968-2022-07991.